Event description:
Registered nurse was checking the platelets levels with another nurse when they noticed that the platelets were not flowing through the tubing of the alaris pump module smartsite blood infusion set. After inspecting the tubing, the nurses noticed that right below the filter of the blood tubing, the tubing appeared to be melted together therefore not allowing flow of the platelets.